Event description:
The manufacturer received information from a caregiver that the bipap a40 system silver device had stopped operating with a ventilator inoperative alarm occurring on this device. A sales representative contacted the caregiver and confirmed that they had pressed the power button again and the device was working. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a caregiver that the bipap a40 system silver device had stopped operating with a ventilator inoperative alarm occurring on this device. A sales representative contacted the caregiver and confirmed that they had pressed the power button again and the device was working. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The bipap a40 device was returned to the manufacturer service center for evaluation. The manufacturer service technician observed error codes central processing unit (cpu) cannot communicate with the flow sensor using the i2c bus and cpu cannot communicate with the pressure sensor using spi bus in the device¿s event log. The manufacturer service technician replaced the device's main board to address both of these error codes. After the part was replaced, the manufacturer service technician performed the functional test, operational checks, and cleaning for this device.